Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver shutdown unexpectedly. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The receiver log was downloaded, the data shows unexpected shut-down within the investigation window. The receiver case was opened and the internal inspection passed. Functional testing was unable to be performed due to the receiver not booting. The reported event of unexpected receiver shut-down was confirmed. The root cause could not be determined.